Event description:
Customer reported that he received four no deliveries alarms and changed out the infusion set and rewinded the insulin pump and also has changed the battery each time and cleared out the alarm and it is recurring. Blood glucose is 397 mg/dl; treated with manual insulin injections. The customer has tried different cannula lengths, the insulin is not expired or denatured and he does rotate sites. Customer stated the tubing is not bent or kinked. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.